Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2013. Yrirx16115 stent graft; yrbrx2615165 stent graft, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia. It was also reported that the right atrial (ra) lead and right ventricular (rv) lead both exhibited oversensing. The leads remain in use. No further patient complications have been reported as a result of this event.